Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer has issues with the infusion sets. Customer's blood glucose level was 600 mg/dl. The customer was out of it and gave himself a shot of insulin. His healthcare provider had him go to the emergency room. The customer gave himself 5 more units of insulin. His hands started to collapse and became seizure-like. He then started to over eat. The customer was not hospitalized due to a diabetes event. The customer had a MRI done because he was losing fluid from his body especially around his brain. The device was not returned.